Manufacturer narrative:
Plant investigation: the motherboard and balancing chamber were returned to the manufacturer for physical evaluation. The mother board was received with no signs of thermal damage near ic1. An eeprom was inserted onto the ic1 slot and the motherboard was installed on a test machine for testing. There were no problems during the initial power up. Dialysis mode functioned properly without failures. The self-test program was completed without any failures. The motherboard functioned properly with no thermal event occurring during testing. The balancing chamber was received without any signs of damage. The balancing chamber was installed onto a test machine for testing. There were no problems during the initial power up. Dialysis mode functioned properly without failures. The conductivity was within limits and stable at 13.8 ms/cm. The self-test program was completed without any failures. The balancing chamber functioned properly without conductivity failures during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported complaint was not able to be confirmed.

Event description:
A biomedical technician (biomed) reported to fresenius that a 2008t hemodialysis (hd) machine was experiencing high conductivity issues. The biomed checked the acid and bicarb pumps, and they were confirmed to be within range of the expected value. The biomed requested a fresenius field service technician (fst) come onsite to evaluate the machine. An fst was dispatched to the user facility and inspected the machine. The fst completed a service confirmation form with notes on their findings. The fst found the machine¿s conductivity to be 14.5 ms, above the thermal conductivity detector (tcd) of 13.6 ms. In addition, the balancing chamber volume was at 58.0 ml. The balancing chamber assembly was replaced and then calibrated to the expected value of 60.4 ml. However, the conductivity was still 13.8 ¿ 14.0 ms. The fst checked the acid and bicarb pumps, the conductivity cell, and the bicarb conductivity cell; all were within range of the expected value. During the evaluation, the fst noticed there was a burnt spot on the motherboard. A new motherboard was ordered. Once it arrived, the fst replaced the motherboard and the conductivity stabilized at 13.7 ms with an external meter reading of 13.7 ms. The temperature was also stable at 36.9° c, with an external meter reading of 37.0° c. Following the repair, the machine passed all functional testing two times. Upon follow-up with the fst, it was confirmed there was thermal damage found on the motherboard during the machine evaluation. The fst said there were no signs of any smoke, sparks, or flames. There also were no burning smells noted (by fst or the facility). The fst said the burnt spot was on the resistors next to the ic1 chip. There were no other damaged parts found. The machine had 497 hours on it at the time of the evaluation. The fst was unsure if the machine had any past problems with failing the electrical leakage test, but they confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The machine parts that were replaced (both the balancing chamber assembly and the motherboard) were sent back for failure analysis. The fst said the high conductivity issue was immediately resolved once the motherboard was replaced. The machine was returned to service after functional testing was completed. It was confirmed there was no patient involvement associated with the events. Photos of the motherboard were provided for review.